Event description:
The customer reported that an x-ray disabled error was displayed on the system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib board battery was replaced. The system was tested and found to be working as intended and put back into service.